Event description:
The user facility reported to terumo cardiovascular systems that after vein harvesting procedure, the endoscope was blurry. There was no patient involvement. There was no delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device; visual inspection noted minor scratches and dents on the endoscope. The endoscope was connected to the camera and the image displayed was confirmed to be blurry. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4): visual inspection. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.